Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed. The mainframe was working normally. The software version was the most recent one. The mainframe has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the mainframe broke down. There was no patient impact.